Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's pump was cracked as the belt clip broke while the patient was mowing the lawn. The location of damage was the part that attached to the pump. No further information was available.